Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Unable to confirm unexpected batt out limit alarms due to keypad anomaly. No battery change to slow alarms noted when new battery was place in the battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.